Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient went to the emergency room (ER) on (B)(6)2020 due to fever. The patient's covid test was negative in the ER on (B)(6)2020, but covid antibody assay positive with history of covid-19 in (B)(6) 2020. The patient was discharge due to improvement on (B)(6)2020.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted due to fever and abdominal pain. Blood cultures resulted positive for staph aureus. The patient was diagnosed with staph aureus bacteremia and was started on cefazolin, vancomycin, and zosyn. Vancomycin was stopped on (B)(6) 2020 and zosyn was stopped on (B)(6) 2020. No further information was reported.